Event description:
It was reported that the pump exhibited downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. During visual inspection it was found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.